Event description:
Hospital reported that the sheath attached to the outside of the electrode had unintentionally detached and was left below the skin in the scalp. The pt reported that the sheath simply fell off and came out without any add'l injury. The hospital reported that no add'l surgical intervention was necessary, that the pt was fine and had no cosmetic defects or infection as a result of this incident.

Manufacturer narrative:
This report is initiated following a FDA field audit. The device has been modified to prevent any further occurrence from happening. The modifications have been reviewed by the field audit team.